Event description:
It was reported that the patient was expected to have the ambicor penile prosthesis removed due to system failure, without insufflation of the prosthesis. A new penile prosthesis is expected to be implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.